Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) pcb. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).